Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon was inflated up to 8atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.